Event description:
It was reported that a patient implanted with an impella cp encountered positioning alarms when the patient coughed. The patient experienced ventricular tachycardia and supraventricular tachycardia requiring defibrillation. When the patient laid flat the impella migrated and had to be pulled back into position. The patient also had hematuria and hemolyzed labs. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical information. The cause of the hemolysis could not be determined because the product was not returned for investigation and sufficient clinical information, including the complete data log, was not provided. The pump passed all post sterile inspection checks.